Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The motor position encoder error alarm was unable to be confirmed and the functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test were not able to be performed due to the unresponsive buttons. The insulin pump was received with minor scratched lcd window and a cracked reservoir tube lip. A corroded motor assembly and corroded electronic assembly were noted during visual inspection. The insulin pump was received with a minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was in the hospital for low blood glucose. Customer was in the hospital approximately 2 weeks ago and her pump was taken away. Customer was getting ready to get back on the pump today but she had a motor position encoder error alarm. Customer stated that the keys were also not responding. Customer was found by her family when she had a low blood glucose. Customer treated with a glucose shot but it did not work. Customer was taken to the hospital in an ambulance. Customer was not wearing the pump but her blood glucose was 453 mg/dl at the time. Customer stated that her high blood glucose did not cause any hospitalization or serious injury. Customer also had a motor error alarm. Customer's last blood glucose reading was 448 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.